Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complaint. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU): the novasure impedance controlled endometrial ablation system is contraindication for use in: a pt with active genital or urinary tract infection at the time of the procedure (e.g., cervicitis, vaginitis, endometritis, salpingitis, or cystitis). (B)(4).

Event description:
User facility reported that following a successful novasure (ns) ablation on (B)(6) 2008 the pt returned to the hospital with fever. During follow-up on (B)(6) 2008 the physician reported a post hysteroscopy confirmed a successful uterine ablation on (B)(6) 2008. The pt was discharged home. She reported the pt returned to the emergency room (ER) 24 hours after the procedure, on (B)(6) 2008, with a temperature of 102 degrees. Her white blood count was 30,000. A computed tomography (CT) scan was negative. Treatment included unasyn (ampicillin sodium and sulbactam sodium) with "excellent results". She was discharged the next day, (B)(6) 2008. Additionally, the physician reported the pt was found to have streptococcus b in her urine on (B)(6) 2008 but the physician did not lean of this until after the ns procedure.